Event description:
It was reported the customer had an unexplained re-initialization after inserting their sensor. Customer's blood glucose was 131 mg/dl. Customer also stated they had received two weak signal alerts previously. Customer was advised of the causes of the unexplained re-initialization. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test. The sensor failed per specification.